Event description:
The endoscopic support specialist (ess) reported that during an onsite reprocessing observation at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess noted that the technician did not perform pre-cleaning on the scope, and was taking it to the reprocessing room. The ess reported that the technician was stopped and requested to re-pre-clean the scope with assistance of the ess. There were no associated patient infection.

Manufacturer narrative:
As part of our investigation, the ess stopped the technician and explained all scopes need to be pre-cleaned before manual reprocessing is performed. The ess informed the facility manager of the reprocessing deviation. In addition, the ess scheduled a morning pre-cleaning in-service for the staff. The facility¿s manager was provided the reprocessing on-track forms. Since there is no reported issue the scope will not be returned for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the incorrect reprocessing likely occurred, from the user not following the pre-cleaning instructions for use. The specific root cause of this event could not be determined at this time. The following information is stated, in the instructions for use: "7.3 precleaning [waring]: if the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify. And it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately after each procedure. These steps are to be performed, when the suction pump is still connected to the endoscope. During precleaning, wear appropriate personal protective equipment". Olympus will continue to monitor field performance for this device.